Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 due to sui and mesh was implanted. It was reported that patient underwent a mesh revision on (B)(6) 2011 and on (B)(6) 2012 a revision and removal of sling. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention with voiding dysfunction, bladder neck obstruction, chronic cystitis, and urethrocele.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent revision and removal of sling on (B)(6) 2012 due to erosion of implanted vaginal mesh to surrounding tissue.